Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer mentioned that the device was exposed to a highly magnetized field; she had gone through airport security while wearing the insulin pump. The customer also mentioned that the insulin pump would alarm with unexpected restart errors whenever she changed the battery; the issue had persisted for months. Upon review of the device's alarm history, the were multiple instances of no delivery alarms and signal too low alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm, excessive no delivery error alarm or motor error alarm noted. The insulin pump was received with error alarm after battery changed due to broken solder joint of on interface board. The insulin pump passed self-test and no unexpected error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.